Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with dizziness. Upon device interrogation, the right atrial (ra) lead showed far field r-wave oversensing and low p-waves. The ra lead remains in use. No patient complications have been reported as a result of this event.